Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the hi-lo head capacitor blew, and a small amount of smoke came from the hi-lo head capacitor. No pt impact.